Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events, concerned a (B)(6) (at the time of initial report) asian male patient of han nationality. Medical history included hypertension. Historical drug included captopril use for one or two years, developed a severe cough and combined unspecified oral hypoglycemic drug lead to vomit. Concomitant medications included acarbose for treatment of diabetes mellitus and two unspecified medications used for treatment of diabetes mellitus. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30, 300u/3ml) from a cartridge, via a reusable pen (humapen luxura, champagne), at dose of 06 units in morning, 06 units in night, subcutaneously, for treatment of diabetes mellitus, beginning on an unknown date in 2014. On an unknown date, his dose adjusted gradually to 15 units in morning and 16 units in night. On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, he always had the situations of high blood glucose (values, units and reference range were not provided) and had the hospitalization for regulating blood glucose) nearly every year. On an unknown date, his eyes had presbyopia and on an unknown date it became severe. On an unknown date in (B)(6) 2022, the injection screw of a humapen could not move (pc number: (B)(4) and lot number: 1210b02), but the injection button could be depressed. He was suggested to prime the humapen via phone, the priming was successful. Further information regarding hospitalization, discharge date, corrective treatment and outcome of events was not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was continued. The operator of the humapen was unknown and his/her training status was not provided. The humapen general model duration of use and the suspect humapen duration of use was not provided however it was started on an unknown date in 2014. Action taken with the suspect humapen was not provided and its return was not expected since device restarted to work fine. The initial reporting consumer did not know if the events were related with human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer did not provided relatedness assessment of the events with suspect humapen luxura champagne device. Edit 09-jun-2022: upon review of the information received on 30-may-2022, updated suspect device from humapen luxura unknown body type to humapen luxura champagne. Updated narrative and line listing comment accordingly. No other changes were made to the case. Edit 09jun2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events, concerned a 67-year old (at the time of initial report) asian male patient of han nationality. Medical history included hypertension. Historical drug included captopril use for one or two years, developed a severe cough and combined unspecified oral hypoglycemic drug lead to vomit. Concomitant medications included acarbose for treatment of diabetes mellitus and two unspecified medications used for treatment of diabetes mellitus. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30, 300u/3ml) from a cartridge, via a reusable pen (humapen luxura, champagne), at dose of 06 units in morning, 06 units in night, subcutaneously, for treatment of diabetes mellitus, beginning on an unknown date in 2014. On an unknown date, his dose adjusted gradually to 15 units in morning and 16 units in night. On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, he always had the situations of high blood glucose (values, units and reference range were not provided) and had the hospitalization for regulating blood glucose) nearly every year. On an unknown date, his eyes had presbyopia and on an unknown date it became severe. On an unknown date in (B)(6) 2022, the injection screw of a humapen could not move (pc number: (B)(4) and lot number: 1210b02), but the injection button could be depressed. He was suggested to prime the humapen via phone, the priming was successful. Further information regarding hospitalization, discharge date, corrective treatment and outcome of events was not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was continued. The operator of the humapen was unknown and his/her training status was not provided. The humapen general model duration of use and the suspect humapen duration of use was not provided however it was started on an unknown date in 2014. Action taken with the suspect humapen was not provided and its return was not expected since device restarted to work fine. The device was not returned to manufacturer. The initial reporting consumer did not know if the events were related with human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer did not provided relatedness assessment of the events with suspect humapen luxura champagne device. Edit 09-jun-2022: upon review of the information received on 30-may-2022, updated suspect device from humapen luxura unknown body type to humapen luxura champagne. Updated narrative and line listing comment accordingly. No other changes were made to the case. Edit 09jun2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 20jun2022: additional information received on 16jun2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapen luxura champagne device associated with (B)(4), lot 1210b02. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Device malfunction was updated from unknown to no. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 20jun2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that in (B)(6) 2022 the injection screw of his humapen luxura could not move, but the injection button could be depressed. When he primed the pen during the intake call, priming was successful. The patient experienced increased blood glucose events nearly every year since 2014. The device was not returned to the manufacturer for investigation (batch number 1210b02, manufactured october 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. A complaint history review did not identify any atypical findings with regard to dose accuracy issues. A batch complaint threshold review indicated the total number of complaints received for injection screw/ratchet not moving issues is within the established batch threshold and the batch is not atypical. While it is unknown how long the patient used the device, based on the amount of time elapsed since the device was manufactured (october 2012), it is likely the patient used it beyond its approved use life. The core instructions for use states the humapen luxura has been designed to be used for up to 6 years after first use. There is evidence of improper use. The patient likely used the device beyond the recommended use period. It is unknown if this misuse is relevant to the complaint or the event of increased blood glucose.